Manufacturer narrative:
For 4 events, the investigation found the service action resolved the issue. For 5 events, the investigation could not identify a product problem. The cause of the event could not be determined. The follow up actions were: 1 event- the field service representative replaced the measuring cell. Mechanical checks, operational checks, calibration, and controls were acceptable. 1 event-the field service representative found the filter on the procell bottle was loose and was corrected. 1 event-the sample probe tubing was leaking at the sample probe tubing connection. 1 event-preventive maintenance was performed on the analyzer. 1 event-precision studies were performed. A pressure check was performed and was successful. The liquid level detection was checked and was within specifications. No issues were found with the instrument and operational checks were successful. 1 event-the instrument was checked by the field service engineer and no issue were found. 1 event-the field service representative replaced the clot sensor air purge system and automatic adjustment pressure sensor. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. (B)(4).

Event description:
This report summarizes <noe>9</noe> malfunction events. Questionable low results were generated by the cobas 6000 e 601 module. The events involved a total of 13 patients with the following: 3 elecsys hcg + beta test system. 1 elecsys hcg test system. 5 elecsys probnp ii immunoassay. 2 elecsys tsh assay. 1 elecsys ferritin. 1 elecsys t4 assay. The known patients' ages ranged from 22 to 96 years. The other patients' ages were requested but were not provided. The known patient's weight was 147 lbs. The other patients' weights were requested but were not provided. There were known to be 3 females and 2 males. The other patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.